Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 5 cm cut line indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument (0184) for functional testing. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy. On the first firing, the reload did not work properly. The reload only fired a little bit on the proximal part of the tissue. To correct the issue, a new reload was used. No patient injury or extension in surgical time. Current patient status: stable.